Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On (B)(6) 2026, it was reported that the patient was hospitalized due to dka on (B)(6) because of inaccuracy (cgm and bg reading unknown). She mentioned ketoacidosis and no specific symptoms. No treatment or details provided regarding hospitalization. No other details were documented. Due diligence attempts for additional information were reportedly unsuccessful. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.